Event description:
The patient stated he programmed a 4 unit bolus and he received an e4 (occlusion) error after 3.9 units were delivered. He then programmed 1 more unit of insulin and this was delivered without error. The pt was advised to change his infusion headset and he stated that when he removed it, the cannula was bent. He was advised this was the cause of the occlusion. No physiological effects were reported. Upon follow up, the pt stated that he hasn't had any more issues. Product was requested to be returned for eval.